Event description:
It was reported to philips that the electrode cable was worn out. The device was reported to be in use, however there was no reported harm to the patient or user.

Manufacturer narrative:
The equipment was evaluated remotely and onsite, confirming the electrode cable was worn out. The customer was advised to replace the cable. Based on the information available and the testing conducted, the cause of the reported problem was a worn component. The reported problem was confirmed. The customer was advised to replace the cable. It has been concluded that no further action is required at this time.